Event description:
Pct alleges frequent dermatitis episodes among pt care technicians (including pct b. Hall) she alleges this situation is only when dermahaven latex gloves are used. Hands get red, swollen,rash, and painful after use of this type of gloves. No related incidents with other brands.